Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to communicate with a belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4). Has been completed. The reported problem (unable to communicate with belt) was confirmed. Upon receipt, there was corrosion on j2005 on the aux pca, the case was cracked, and tva3 was physically damaged. The corrosion and other damage caused the communication failure. The root cause of the damage was physical abuse. No adverse event resulted from the defective monitor.